Event description:
It was reported that the pump was removed on (B)(6) 2014. There was a pocket infection, the pump was exposed through open area. Actions required included pump explant and hospitalization. The patient's status at the time of report was "alive no injury." The pump system was delivering baclofen and morphine. (No symptoms and no outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Concomitant products: product ID 8709, lot # l76374, implanted: (B)(6) 2000, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that after a pump replacement, the patient developed cellulitis over the pump site. There was previous scar tissue, redness and at the old pump site. The patient as admitted, treated, and ok. As of (B)(6) 2014, the affected area continued to remain red over the medical aspect scar; from replaced 5years prior. The patient also experienced redness, swelling, and incisional wound opening. There was a breakdown of tissue (illegible) was visible. The patient underwent removal of the pump to minimize the risk of infection (central nervous system spread of infection). The onset/diagnosis of the infection occurred on (B)(6) 2014. A culture was obtained of the pump pocket. Intravenous and oral antibiotics were administered. The issue was stated to be ongoing. There was no reported drug withdrawal. The patient was doing well on an oral baclofen regimen as the pump site was dealing.